Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation of the device observed that the catheter was cut off into two pieces. The surface was normal in appearance with the presence of a smooth and clear cut. The catheter shaft looked like had been cut by sharp tools i.e. Scissors that could cause the catheter to split into two pieces. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions above were evident on the sample. The exact cause on how and when problem occurred could not be determined. A potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter" corrections: adverse event or product problem, outcomes attributed to adverse event, type of reportable event.

Event description:
It was reported that the catheter was broken on the shaft on the 3rd day of use. Per additional information from the ibc via email (B)(6)2019; it was unknown how the catheter was broken.the proximal end was removed from the patient but the method of removal is unknown. The patient had no further medical intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was broken on the shaft on the 3rd day of use. Per additional information from the ibc via email 06nov2019; it was unknown how the catheter was broken. The proximal end was removed from the patient but the method of removal is unknown. The patient had no further medical intervention.